Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Could not duplicate the reported problem, however a stuck key error alarm was found to have happened in the device in the error log. The root cause of the reported issue was found to be unknown]. Actions were taken to mitigate the reported issue: the keypad was replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump had stuck key and the pump shut down. No patient injury reported.